Manufacturer narrative:
Concomitant medical products. Model: 1158t, competitor lead; implanted: (B)(6)2008; model: 5076-52, lead; implanted: (B)(6) 2006; model: 1103, ventricular assist system; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead threshold has increased within the last month. Registration indicated the patient has had a recent ventricular assist device implant. The lead remains in use. No patient complications have been reported as a result of this event.